Event description:
It was reported that a patient underwent a breast reduction surgery because of breast hyperplasia and topical skin closure was used. On the tenth post-operative day, the patient complained about severe itching and upon removing of the self-adhering dressing, an extensive skin reaction was obvious in the vicinity of the skin closure device. The device was removed completely and topical corticosteroid skin ointment clobetasol 17-propionate was prescribed. Further wound healing was uneventful. The patient then presented to the department of dermatology because of a persisting skin discoloration and for diagnostic eval. Allergy testing was performed two months ago, and there was a moderate (++) positive allergic reaction to both components of the wound closure device and the patient was diagnosed with allergic contact dermatitis. To alleviate the hyperpigmentation in the inframammary fold, azelaic acid ointment 20% was prescribed. At 4-months f/u, a satisfactory scar with only mild residual hyperpigmentation was seen.

Manufacturer narrative:
(B)(4): allergic reaction: conclusion codes: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.